Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ¿freezing of gait¿ a non-critical low reservoir alarm occurred. The hcp may try reprogramming it or emptying reservoir to test expected volume. The patient status was alive; no injury. The pump was delivering lioresal. Additional information reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The low reservoir and empty reservoir occurred earlier than expected. The pump was interrogated, refilled and reprogrammed on (B)(6) 2013. The patient experienced pain and indicated his symptoms were ¿about the same¿. The patient was able to ambulate with a four-pronged cane. The clinic history indicated the patient¿s parkinson¿s disease (pd) symptoms were getting worse, and upon examination, had symptoms of increased ¿freezing¿ of gait (f.o.g.), shuffling, stooped posture, and decreased stability. The patient experienced nocturia, constipation and impotence as common pd comorbidities. Since then the pump has been beeping and the patient had increased freezing. Per pump read out, low reservoir alarm date after the last refill was (B)(6) 2013. On (B)(6) 2013 it states reservoir volume equals zero and low reservoir alarm date is (B)(6) 2013. The patient had motor fluctuations, gait issues, akinesia. Dystonic freezing of gait but was responding well to intrathecal baclofen. Per logs it was noted that on (B)(6) 2013: low reservoir alarm date (lrad) was (B)(6) 2013; (B)(6) 2013: lrad was (B)(6) 2013. (If reservoir volume wasn't updated on (B)(6) 2013, the lrad would have stayed at (B)(6) 2013.); (B)(6) 2013: lrad was (B)(6) 2013. It was indicated pump malfunction. The plan was to reset the pump to an estimated reservoir volume of 15ml and refer the patient for a pump replacement. Additional information reported that on two occasions the patient has been refilled and the settings entered into the programmer and a printout obtained with the new refill date on it. However, about one week later, the patient reported an alarm. Upon reading the pump the empty reservoir alarm had occurred and the settings do not reflect the updated information entered into the programmer. The hcp questioned whether it could be a pump issue or perhaps the pump was not correctly updated.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot# n275594, implanted: (B)(6) 2011, product type accessory. (B)(4).